Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a superior sagittal cavernous fistula using penumbra smart coils (smart coil), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician successfully implanted three smart coils into the target vessel using the handle. Next, the physician advanced a new smart coil into the target vessel using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. Therefore, the physician decided to remove the smart coil. While retracting the smart coil, it unintentionally detached. Subsequently, the physician pushed the detached smart coil into the target vessel using the pusher assembly. The procedure was completed using two additional smart coils, the same handle, and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil confirmed that the embolization coil was detached. Evaluation revealed that the pet lock and pusher assembly were fractured on the proximal end of the pusher assembly. This damage likely occurred due to the manual detachment attempted during the procedure. The pusher assembly had kinks and the pusher assembly was returned wrapped around itself. This damage was likely incidental to the reported complaint and occurred post-procedure during packaging for return to penumbra. Due to the return damage, the device was unable to be functionally tested, and therefore, the root cause of the reported complaint could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.